Event description:
It was reported that this 82 y/o female patient's right hip was revised approximately 1 month post op revision surgery. The patient had revision surgery and underwent a poly acetabular liner swap and femoral head swap (1038671-2024-01191). The patient developed a post-operative infection around the hip joint. The patient was scheduled for a left hip I&d possible poly swap vs antibiotic spacer placement. The patient was revised to a hip antibiotic spacer. The exactech implants were removed. Patient was not revised to exactech devices: competitors hip antibiotic spacer. Reported event is not related to the breakage of a device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 4909926 190-30-11 - alt ha s clr std sz 11. 6607808 142-40-63 - nv ehxl alip lnr g3 40mm. A829488 170-40-50 - biolox delta option femoral head 40mm od. A864957 170-50-03 - biolox delta adapter 16/18-12/14; +3.5mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.